Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the complaint effects were able to be duplicated. When the temperature/pressure board was installed on the lab-use arterial monitor, the temperature readings did not show, even with temperature probes inserted into the arterial monitor. There was no damage or other effects noted during visual inspection. No additional action will be taken at this time.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the temperature display on the arterial (art) monitor would go blank after start-up. There was no patient involvement.

Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), there were dashes on the display. The fsr replaced the art monitor temperature/pressure printed circuit board assembly (pcba) to resolve the display issue. The fsr checked the monitor's operation. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation.